Event description:
Caller reported that the wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.